Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported right side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that the device is not PMA approved.